Event description:
It was reported the fabric foundation of the unit had developed a burned area. Visual inspection of the unit revealed the metal strips restraining the heater wire had been badly damaged. This allowed the heater wires to intertwine, creating a "hot spot" which reached temperatures sufficiently high to damage the fabric foundation. Both our conversations with the user and our visual examination of the unit indicated that this damage was attributable to misuse and disregard for our instructions and warnings.